Manufacturer narrative:
The reported event could be confirmed based on the provided information (x-ray). More detailed information about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The rep who was present in the surgery reported that parts of the a guide wire were left in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in the patient.

Event description:
The rep who was present in the surgery reported that parts of the a guide wire were left in the patient.